Event description:
During surgery, the coupling and step drill would not disengage. There was no adverse consequence to the patient.

Manufacturer narrative:
Associated device: lag screw step drill 10.5x495 mm, catalog # 1320-0190; lot # unknown. A supplemental report will be submitted upon completion of the investigation.